Event description:
The patient reported experiencing chest pain and pain down her arm with stimulation. The patient went to the ER and was admitted and a cardiac work up was performed and her heart was determined to be fine. The patient also had a gi work up which was also fine, it is now suspected that the vns is causing the pain. No other relevant information has been received to date.